Manufacturer narrative:
Potential serial numbers - (B)(4). The patient also experience myosis at the time of the event. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of a cadd®-solis hpca pib ambulatory infusion pump, the patient presented minor signs of morphine over infusion. The reporter stated that the over infusion was due to a "connection error" involving the morphine bag and the IV tubing being used for infusion of antibiotics. It was noted this "connection error" was made during emergency treatment of another patient. The reporter also stated that the infusion pump did not alarm "low residual volume" as expected. Once the patient began showing signs of morphine over infusion, including pruritus and myosis, the clinician administered naloxone to the patient and the patient recovered. No permanent injury was reported.

Manufacturer narrative:
Two pumps (reporter cannot confirm which pump was involved in the event) were returned for evaluation: summary of investigation: serial number (B)(4): the returned device was given delivery accuracy testing: this showed the device met with delivery specifications for the system (+/6%). The reported issue could not be verified during testing. The pump was also given functional testing. The functional testing verifies the functionality of the following: audible alarms, latch lock, keypad, battery door, lcd screen, led indicators, cassette detector and downstream occlusion sensor. The "reservoir volume low" alarm was also found to function as expected. The returned device passed all functional testing. The device was found to function as specified during investigation. Summary of investigation: serial number (B)(4): the returned device was given delivery accuracy testing: this showed the device met with delivery specifications for the system (+/6%). The reported issue could not be verified during testing. The pump was also given functional testing. The functional testing verifies the functionality of the following: audible alarms, latch lock, keypad, battery door, lcd screen, led indicators, cassette detector and downstream occlusion sensor. The "reservoir volume low" alarm was also found to function as expected. The returned device passed all functional testing. The device was found to function as specified during investigation. Based on the evidence, the root cause was attributed to a user error, due to a connection error of the morphine bag on the antibiotics line.